Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultramini meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. It is not known when the alleged issue began. It was reported, the patient obtained blood glucose results of "200 to 300 mg/dl" with the subject meter and "low results" an another meter, performed greater than 30 minutes of each other. Specific results were not specified. It is not known how the patient manages his diabetes; however, the patient reportedly continued to take his usual dose of medications. It was also reported, the patient takes various medications for other illnesses. Symptoms were not specified; however, on the early morning of (B)(6) 2013, it was reported, the patient was administered a glucagon injection as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because, the patient allegedly received medical intervention for an acute complication of diabetes after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.